Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their one touch ultra meter had a power issue. The complaint was classified based on the initial call recording which the medical surveillance specialist (mss) listened back to. The patient stated that the alleged issue first occurred early in the morning on an unspecified date during the start of (B)(6 ) 2015. The patient manages their diabetes with metformin (unspecified dosage) as well as with levemir insulin (7 units in the morning and 7 units in the evening) and denied making any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient stated that a few minutes after being unable to test their blood glucose on the subject meter they became ¿hard of sight¿. The patient associated this symptom with having high blood glucose and went to the hospital as a result of this symptom. The patient was hospitalized for 5 days and during their stay they were given insulin by a healthcare professional (hcp). It is not known if the patient had their blood glucose measured upon their arrival in the hospital, but the patient did confirm that they personally did not have a backup meter. At the time of troubleshooting, the cca noted that the batteries did need to be changed, however the patient did not have any at the time of the call. The patient¿s products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to obtain a blood glucose reading on the subject meter. This led to them developing symptoms suggestive of serious injury which required hcp intervention after the alleged meter issue began.